Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The beckman coulter (bec) field service engineer (fse) checked aspirate probe flow and noted aspirate probe number two (2) was not aspirating as well as the other aspirate probes. The fse replaced the aspirate probes and the associated peristaltic pump tubing. The fse performed a system check and noted the washed %cv recovered outside service specifications. The fse repeated the system check which passed. The fse performed a high sensitivity system check and noted several fliers on the foam portion. The fse removed the analytical module and cleaned wash wheel and incubator belt track. The fse replaced the mixer pulleys and associated belt. The fse installed a new set of aspirate probes, aligned the wash arm, calibrated the incubator belt, adjusted the index sensor and recalibrated incubator belt. The fse verified instrument performance by running a passing system check, carryover test, high sensitivity system check, precision run and quality control (qc). In conclusion, the cause of the non-reproducible access accutni+3 results is due to a hardware malfunction although no one part can be identified as the sole contributor. (B)(4). All mdrs associated with this report: mdr2122870-2015-00685; mdr2122870-2015-00686; mdr2122870-2015-00687; mdr2122870-2015-00688; mdr2122870-2015-00689.

Event description:
The customer reported non-reproducible, elevated troponin I (access accutni+3) results for five (5) patients on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer repeat tested all of the patient samples on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained lower results. The customer repeat tested four (4) of the patient samples on an alternate access 2 immunoassay system (serial number (B)(4)) and obtained lower results. The results were reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Mdr2122870-2015-00685 addresses the results obtained on (B)(6) 2015. Mdr2122870-2015-00686 addresses the results obtained on (B)(6) 2015. Mdr2122870-2015-00687 addresses the results obtained on (B)(6) 2015. Mdr2122870-2015-00688 addresses the results obtained on (B)(6) 2015. Mdr2122870-2015-00689 addresses the results obtained on (B)(6) 2015. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. Access accutni+3 quality control (qc), access accutni+3 calibration, access accutni+3 precision run and system check were within assay and instrument specifications. Samples are collected in lithium heparin plasma tubes with gel. Samples are centrifuged at 5100 revolutions per minute (rpm) for five (5) minutes. No sample integrity issues were noted.